Event description:
It was reported that during a da vinci prostatectomy procedure, the prograsp forceps instrument didn't work properly. The instrument's wire was found to be broken when inspected. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that both grip cables were frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cables could likely cause or contribute to an adverse event, if the malfunctions were to recur.